Event description:
It was reported a balloon ruptured on the first inflation at 18 atmospheres, well above its rated burst pressure, during an arteriovenous hemodialysis fistula graft dilatation procedure. During withdrawl of the balloon catheter from the sheath, the balloon material detached and remained in the pt. Revision of the graft followed with incidental removal of the balloon material. No further info regarding this event is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressure which co believes may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state:..."the rated burst pressure should not be exceeded. Refer to product label for rated burst pressures. Inflation in excess of rated burst pressure may cause the balloon to rupture... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."